Event description:
As the urologist was finishing cystoscopy, he withdrew the disposable cystoscope and noticed the last 2 inches of the scope was bent and cracked. Manufacturer response for cystoscope and accessories, flexible/rigid, versavue¿ (per site reporter).